Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts. Additional information was received that the implantable pulse generator (ipg) was explanted as it was no longer functioning as intended.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Block d2b: pro code (product code): qrb. This product was manufactured prior to implementation of the unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.